Event description:
On 15-may-2026, a sales representative reported via phone that an ar-8978-cp h/w internalbrace lgmnt augmnt repr kit experienced the anchors not coming off of the inserter during a thumb ucl reconstruction, a new kit was opened and the case was completed successfully with minimal delay and no harm to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.